Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose level was elevated (450 mg/dl) with ketones. Customer reported having a stomach infection. Customer was treated with intravenous insulin drip and released from the hospital on (B)(6) 2015. There was no permanent damage to the customer.